Manufacturer narrative:
A philips remote service engineer (rse) was able to confirm that the device speaker was able to produce sound at the time of the report; the only issue was a speaker malfunction inoperative( inop) error message being displayed. This is no longer considered a reportable event. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the speaker produced sound. The speaker was replaced per repair procedures. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has speaker malfunction error message; it was unknown if the spear was able to produce sound at the time of the report. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.